Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; 6 devices had broken/damaged components, 4 devices had alignment issues, 1 device had an incorrect component, 1 device had a missing component, 1 device had a stripped component, 1 device had a worn component, 1 device had a bent component, and 1 device had a dirty component. The devices were repaired and returned. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 15 </noe> malfunction events, where it was reported the brakes were difficult to engage/disengage or would not engage. There was once instance of patient involvement; there were no adverse consequences to the patient.